Event description:
It was reported that the customer received one helium flask for the cardiosave intra-aortic balloon pump (iabp) that was found to be empty. No patient involvement was reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the customer received one helium flask for the cardiosave intra aortic balloon pump (iabp) that was found to be empty. There was no patient involvement.

Manufacturer narrative:
Updated fields:b4,b5,b6,b7,d1,d4(version or model ,catalogue,serial,UDI),d9,d10,e1(initial reporter),g3,g6,h2,h3,h6(type of investigation,component codes,investigation findings) h11. A getinge field service engineer (fse) was not dispatched to evaluate the unit. The customer requested a replacement flask. No repairs were performed to the unit as the failure is for the helium flask not the cardiosave unit.